Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two openings on posterior and anterior side assessed as surgical damage. Pain: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. As per the investigation procedure, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "rupture" confirmed via us and "nodule(s) nos in breast mastodynia." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side "rupture". Confirmed via us and "nodule(s) nos in breast mastodynia". Device was explanted and replaced.